Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display even after with the replacement battery cap. The customer¿s blood glucose during the incident was 11.2 mmol/l. Troubleshooting was performed. The contacts on the battery cap was broken. They were advised to discontinue use of the insulin pump and revert to back-up plan until a new battery cap arrives. There was no clear indication that the issue was resolved. The insulin pump will not be returned for analysis.